Manufacturer narrative:
Model number: balloon: 72400024; pump: 72400098; serial number: balloon: 486700014; pump: 485534007; catalog number: balloon: 72400024; pump: 72400098; UDI number: balloon: 00878953000626; pump: 00878953000688; expiration date: balloon: 03/19/2012; pump: 03/08/2012; manufacture date: balloon: 03/27/2007 pump:03/20/2007;

Event description:
It was reported that the patient's experienced recurring incontinence with their artificial urinary sphincter. The patient had urethral atrophy due to the cuff. A couple of months later, the device was replaced. The patient was doing well after the replacement.

Manufacturer narrative:
Model number: balloon: 72400024; pump: 72400098; serial number: balloon: (B)(4); pump: (B)(4); catalog number: balloon: 72400024; pump: 72400098; (B)(4); expiration date: balloon: 03/19/2012; pump: 03/08/2012; manufacture date: balloon: 03/27/2007; pump:03/20/2007.

Event description:
It was reported that the patient experienced recurring incontinence and atrophy with their artificial urinary sphincter. The device was replaced. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available, a supplemental report will be submitted.